Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue. It was found that the cardiohelp rescue was not fully seated in the hospital cart. Once the rescue unit was fully seated the batteries began to charge properly. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The customer had another iabp and was able to swap them out. There was no harm or injury to the patient and no adverse event was reported.